Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a nephrectomy procedure on the first firing with a white reload the staple line on the specimen side had some malformed staples that did not approximate the tissue. It is unknown if any buttressing material was used. Procedure was completed with the same device. There were no patient consequences reported.